Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) test strip (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from back to back results obtained of 74 and 83 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen cabinet. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: (B)(6).